Manufacturer narrative:
This defect was most probably caused by the higher than usual force holding the cannula inside the rubber plug of the vial, exceeding the strength of bond of cannula and needle hub.

Event description:
Patient is having issues removing the pen needle from her insulin pen. Customer has not been injured.